Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack on the insulin pump's case. It was also reported that the ring on the reservoir compartment was missing. They did not know how the damage occurred. The customer's blood glucose level was unknown. The device will return for analysis.

Manufacturer narrative:
The insulin pump was unable to perform the displacement test and occlusion test due to missing retainer. Device was received with missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case and keypad overlay texture damage.